Event description:
It was reported that the autopulse nimh battery was unable to take charger. No pt sequelae was reported. No further information was provided. Manufacturer requested additional information from the customer on 04/30/2013 and 05/09/2013, however, no additional information was obtained.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.